Event description:
Customer reported a PICC catheter that was fractured.

Manufacturer narrative:
The complainant reported that the PICC line was inserted on (B)(6) 2024 and received daily infusions at an outpatient clinic. Site records indicate that a chest x-ray was taken on (B)(6) 2024 to check the position of the line. No complications were noted on 25 feb 2024. On (B)(6) 2024, the patient's arm was swollen with pain and flushing. The line was removed. The complainant identified breaks at two locations in the line. The line was returned on 22 mar 2024 for investigation. No information about the product lot or other information was provided. Avi evaluated the line and identified leaks at the 6.0 cm and 6.5 cm marks. The leaks appear to be caused by clean cuts on the underside of where the line is marked. The cuts do not appear to be caused by design or manufacturing. The cause cannot be determined. In addition, the location of the securement device and amount of catheter outside the body is not in line with the instruction for use.